Manufacturer narrative:
Device is not available for evaluation (not returned from the customer yet); supplemental report will be submitted after receipt and evaluation of all device components.

Event description:
Pt. Fell - specifics are currently unknown.

Manufacturer narrative:
It was a motorcycle accident which caused damage to the knee prosthesis and was unrelated to the knee function -> the device has not caused or contributed to a death or serious injury, no device related adverse event occured. Device evaluation could not be performed, customer refused to return the device.

Event description:
Initially it has been reported that the pt. Fell. Specifics at that time were unknown. On (B)(6) 2016) later on the practitioner has reported the incident was in fact, a motorcycle accident which caused damage to the knee and was unrelated to knee function. The patient is still in the hospital which caused the delay in communication. The knee will not be coming in.